Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring out of order" message and switched to defib mode inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; the customers report that the device displayed an "ECG monitoring out of order" message was confirmed in the photograph that the customer sent; however testing of the device was not able to duplicate the reported malfunction. A review of the device's activity log found no evidence of the message; as the log had been deleted prior to sending the device to zoll for evaluation. The customer's report that the device powered up in the incorrect mode was not replicated or confirmed after extensive testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.